Event description:
Md injected vocal fold with decadron using an injection needle. Afterwards, he noticed small foreign bodies which he believes came from the needle. All pieces were removed. Dates of use: 2009. Diagnosis or reason for use: microlaryngoscopy.